Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify how the device "did not work"? The staples were not released did the device lock out and could not be fired at all? No. Or was the trigger advanced with no staples deployed? Yes. Were there missing staples from the staple line? No. If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Na.

Event description:
It was reported that during an unknown procedure, the device did not work. The suturing was performed manually. No patient consequence.

Manufacturer narrative:
(B)(4). Batch # n56t98. Device evaluation: the analysis results showed that the tx30v device arrived with no apparent damage with a reload loaded on the device. The reload was returned void of staples.the device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.